Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) would not pair with the monitor and wireless may be turned off. The right ventricular (rv) lead also exhibited low impedance. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.